Manufacturer narrative:
Continuation of medical products: c4tr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead has a history of high thresholds and undefined impedance. The lead remains in use. No patient complications have been reported as a result of this event.